Manufacturer narrative:
(B)(4). A request for the return of the device was made. The device would not be received by baxter as it has been discarded. A follow-up report will be filed upon if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The patient did not notice anything unusual with the supplies at use. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The cause was undetermined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during drain 1 of 4. The baxter technical service representative (tsr) had the home patient (hp) recycle power and the hc alarmed system error (se) 2367. The tsr had the hp recycle power again and the alarms cleared. The tsr advised the hp to start over with new supplies. The hc was operational. There was patient involvement, but no serious injury or medical intervention was reported. Baxter (B)(4) contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp had no idea how the air entered the setup. The hp did not notice anything unusual with the supplies at use and the hp discarded all the supplies from that night. The hp did not provide the lot number information. The hp did make their registered nurse (rn) aware of the alarm. The hp was continuing therapy without any other complications. There was no injury or medical intervention reported.